Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test for battery out limit alarm due to no button response. The insulin pump had a scratched display window, cracked reservoir tube lip and a missing endcap sticker. The insulin pump had moisture damage on electronic assembly and on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer also reported that the esc and act button were unresponsive. The customer's blood glucose was 190 mg/dl at the time of incident. The customer stated that they were unable to clear the battery out limit alarm due to keypad anomaly. The customer stated that the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.